Event description:
The customer reported that while the unit was in use on a patient, the alpha numeric character's on the unit's display were illegible but, the blood pressure and electrocardiogram waveforms remained visible. A monitorwas slaved to the unit in order to obtain the numeric values, while obtaining waveforms from the unit. The patient was switched to another unit and therapy was continued. The patient later expired.